Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported issue. During testing, the grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly, the up and down pitch motion was delayed or not following the mtm input commands. As part of investigation, instrument was further investigated and additional observations were found. A loose pitch cable at the distal end and a broken clamping pulley inside the housing at the proximal end were identified. This loose pitch cable is known to contribute to intuitive motion failures of the instrument. These failures are related to the primary failure. The known cause of these related issues are attributed to mishandling and misuse. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 56 uses remaining after this last usage. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer reported that the wrist movement of the medium-large clip applier (mlca) instrument was unintuitive and did not match the master tool manipulator (mtm) control. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mlca instrument was inspected prior to use with no issue. Pitch and yaw movement did not follow the movement of the surgeon on the mtm. The issue was persistent. The customer could not exchange the drape during procedure. The customer reseated the sterile adapter (sa), but the issue persisted. The customer stopped using the mlca instrument after the issue occurred. The issue was resolved by replacing with another mlca instrument. After the procedure, the instrument was retested and the same issue occurred with the replaced mlca instrument.